Event description:
On (B)(6) 2011, abbott point of care (apoc) was contacted by an international distributor (B)(4). The distributor reported that their customer had an I-stat 1 analyzer that would not activate. This analyzer was purchased by the customer from (B)(4) in (B)(6) 2011. The analyzer was returned to apoc and, during routine failure analysis on 08/10/2011, a burnt capacitor was found. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).